Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap. Lar, as the port was being used port for left lower abdomen, deformation of tip of cannula was found through the monitor. When the device was checked after removing from the body, the tip was deformed 1 cm like melting. New one was opened to correct the problem.

Manufacturer narrative:
Evaluation summary:post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The obturator and the trocar assembly were received. Visual inspection of the trocar assembly noted the distal end of the cannula was melted. Functional testing could not be performed due to the condition of the instrument. A review of the device history record indicates this device lot number was released meeting all quality specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Replication of the observed damage may occur from mishandling that causes interference between the cannula and a cautery device melting the cannula. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.